Event description:
It was reported that when a device was used during an open gastric bypass, the device was difficult to remove from the tissue. The case was completed with the same device. There were no consequences to the pt.